Manufacturer narrative:
Device passed displacement test and selftest. No keypad unresponsive/button error alarms or keypad anomalies noted during testing. Device received with corroded keypad trace, corroded electronic board stack, corroded force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had experienced a keypad anomaly. The customer¿s blood glucose level was 180 mg/dl. Customer states that numbers are not ramping on their own and the scroll bar was not moving. The customer also states was no response from any button. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.